Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported battery site discomfort to the hcp on (B)(6) 2019, on (B)(6) 2019, the hcp treated the patient with antibiotics for fourteen days and their symptoms improved somewhat, but the patient reported a worsening of symptoms during their return appointment. No environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included an ultrasound on (B)(6) 2019 and it was discovered that there was fluid collection at ins site. As a result of what was reported, the system was explanted as a result of an infection. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.